Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-00995 and 3005099803-2010-00996. It was reported to boston scientific corporation on (B)(6) 2010 that three extractor rx retrieval balloon devices were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2010 ((B)(6), female patient). According to the complaint, during the procedure, three balloons popped when they came out of the papilla. Nothing detached inside the patient. The physician completed with the procedure with a fourth extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
A visual analysis of the returned device found that the balloon burst. There was no damage noted to the working length of the catheter.the most probable root cause of balloon burst/rupture is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to the first of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-00995 and 3005099803-2010-00996. It was reported to boston scientific corporation on (B)(6), 2010 that three extractor rx retrieval balloon devices were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010 ((B)(6), female patient). According to the complaint, during the procedure, three balloons popped when they came out of the papilla. Nothing detached inside the patient. The physician completed with the procedure with a fourth extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.